Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces were noted. (B)(4).

Event description:
The customer reported via phone call of button error alarms on their insulin pump. The customer's blood glucose at the time was 50mg/dl. The customer treated with cookies and ate diner. The customer states they were able to clear the alarm, but received it once more soon after. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.